Event description:
It was reported that the subject device had an error e105, lamp error. The issue was identified during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charred light-emitting diode (led) cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope tower displayed error e105, lamp error was due to charred light-emitting diode (led) cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.